Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found centre struts showed signs of lifting from crimped profile, the struts on distal and proximal side showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube twist at 392mm distal of end of hub. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a midshaft kink 31mm distal from hypobond. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x16mm synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation when the scrub pulled the device out of the hoop and removed the stent protector as instructed, the stent itself was bent and fractured while still attached to the stent delivery system. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50x16mm synergy ii drug-eluting stent was selected to treat the lesion. However, during preparation when the scrub pulled the device out of the hoop and removed the stent protector as instructed, the stent itself was bent and fractured while still attached to the stent delivery system. The procedure was completed using a different device. No patient complications were reported.